Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to conservatively report the thrombosis. It was reported that on (B)(6) 2018, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. A half dose of heparin was administered, per facility protocol, and the transseptal puncture was performed. A full dose of heparin was administered and the guide wire was placed in the upper left pulmonary vein. The steerable guide catheter (sgc) and clip delivery system (cds) were prepared for use. The activated clotting time (act) was 266 and the sgc was advanced into the right atrium. A large clot was noted on the guide wire, in the right atrium. The sgc and dilator had not crossed the septum at this time. The dilator was retracted back into the sgc and a 20 cc syringe was attached to aspirate the clot from the right atrium and into the sgc. The sgc and dilator were removed; however, the guide wire remained in place. Additional heparin was administered. Despite the act at 299, the patient continued to develop a clot on the guide wire. The additional clot was aspirated from the right atrium and the guide wire was removed. The procedure was aborted. The physician has deemed the clot as unrelated to the sgc. Hematology was consulted to see if heparin-induced thrombocytopenia is a possibility; however, this was not confirmed. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to this event. The reported patient effect of emboli (thrombus) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported thrombosis could not be determined. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.